Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient was running while wearing brace, started a downhill section, and the knee popped. Patient reportedly sustained a ligament injury. No further information is currently available.

Manufacturer narrative:
(B)(4)one conv defiance iii fp brace, serial number(B)(4), was returned for evaluation. Brace is in good condition and functional. Per the condition, functionality and manufacturing form, the brace is built within specifications. No issues were found.